Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer removed a wafer previously, and some of the skin became red and puffy today he had difficulty lifting off wafer and some of the skin lifted causing an open site but not actively bleeding. The area in about a quarter of an inch in diameter. He has not used an adhesive remover. He threw the box away and was not able to provide the lot number. Instructed on use of adhesive remover, in removing his device.